Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complaints team was forwarded a publication titled, "temporary right ventricular assist device support for acute right heart failure: a single-center experience". Which outlines 43 patients implanted with right ventricular assist devices (rvad): 32 protek duo, 6 impella rp, and 4 surgical rvad. The publication noted that 23 patients suffered a major bleed which required blood transfusions or intervention, 3 patients had a stroke, 18 patients had a new onset renal failure requiring at least temporary renal replacement therapy, 2 patients were inotrope dependent at discharge, and 25 patients experienced prolonged respiratory failure requiring tracheostomy.

Manufacturer narrative:
The investigation for the reported access site bleed, renal failure, stroke, vascular damage, and ventricular arrhythmia has been completed. The impella device was not returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the reported issues could not be determined. The instructions for use referenced in the initial report is for the impella rp system with automated impella controller in the section: potential adverse events (united states). D4-corrected model number. E1 initial reporter fist and last name . F6/f8-should have been left blank in the initial report. G1 reporting contact email.